Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/29/2014 with the following findings: power reset events were observed in the black box to support a power loss. The battery cap could not tighten securely onto the pump and was not able to maintain an electrical connection. A crack was observed along the battery compartment threads and the battery cap threads were observed to be stripped.product analysis was able to duplicate a power loss. A test cap was used for a 24 hour test without any reboots. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a power issue with damage to the pump. The reporter stated that there was a crack in the battery compartment and that the pump had been intermittently without power. Reportedly there was no damage to the battery cap and the battery cap had never been changed. The user guide recommends changing the battery cap every six months. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.